Event description:
It was reported that the patient was in atrial fibrillation and there was no capture at maximum output. A x-ray revealed that the right ventricular lead had dislodged. The lead was scheduled to be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.